Manufacturer narrative:
The lead is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse that the patient died. The spouse was inquiring about the cause of death since the device was under recall. The spouse was directed to speak to the patient's physician. Cause of death was requested, but not received.